Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the failures related to white foreign material is cause traced to component failure. The event can be detected/prevented by following the instructions for use which state: only sterile water should be used for air/water feeding, and no additives should be added to the sterile water. The use of non-sterile water may result in patient cross-contamination and/or infection. Products containing silicone can cause deposits of white foreign material; silicone is present in products such as simethicone (a defoaming agent) and certain lubricants. These substances are not water-soluble, and foreign material may remain in the air/water cylinder even when reprocessing is performed in accordance with the IFU. Therefore, the use of simethicone and petroleum, oil, or silicone-based lubricants is not recommended. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign objects were observed in the air/water (aw) cylinder and on the c-cover, corrosion was found on the connecting tube, and a burn was observed on the light guide (lg) lens. There were no reports of patient involvement.